Event description:
It was reported that on an unknown date, the patient underwent unknown surgery with the tfna long nail for a subtrochanteric femoral fracture. The surgery was completed successfully with no surgical delay. After the surgery, non-union and a breakage of the locking screw occurred. On (B)(6), 2025, a revision surgery using a larger diameter nail will be performed. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Report was initially submitted on june 09, 2025, and passed acknowledgement appeared to have been received. On june 23 and 30 follow up report was submitted and it indicated initial report had not been received. Resubmitted initial report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: locking: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). Corrected: e1 (facility name, initial reporter first name, last name), h8. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.